Manufacturer narrative:
Product analysis #(B)(4). Brief description of complaint: approximately twenty-five minutes into a central airway obstruction case , the surgeon reported the electrode on the device tip bent and fractured. The surgeon removed it from the scope and touched the compromised electrode and it detached completely from the device. Nothing fell into the patient. The surgeon utilized the second device from the same lot number and the issue recurred. The electrode fractured, however still attached to the device tip. The device was being cleaned with a damp 4 x 4. The generator settings started out at 20 watts cut and 15 watts coag and gradually increased to 30 watts cut and 20 watts coag for each device. The devices were activated between 2-10 seconds when treating the tissue. Investigation conclusion: the reported issue was confirmed. The electrode is broken yet remains attached to the device tip, however, it cannot be determined how or when the electrode was damaged. Although the cause of the damage could not be fully determined based upon visual inspection, the condition of the returned device such that the electrode wire, electrode cage, and the catheter tubing contained excessive amounts of tissue and coagulum buildup along with the heat shield melting suggest that user technique may have contributed to the failure. The heat shield is compromised, degraded and melted and contains an excessive amount of tissue and coagulum build-up which can compromise the heat shield and device performance patient information unable to be obtained despite a good faith effort made to obtain the information from the customer. If information is provided in the future, a supplemental report will be issued.

Event description:
During a central airway obstruction case, the surgeon reported the corecath electrode on the device tip bent and fractured. Nothing fell into the patient. The surgeon utilized a second device and the issue recurred. There was no injury to the patient. The device represents the second device used during the case. Additional failure found during analysis: the heat shield was compromised, degraded and melted and contains an excessive amount of tissue and coagulum build-up which can compromise the heat shield.